Event description:
It was reported that a caller experienced difficulties with the quick bolus/wake button on their pump, which was hard to press or required multiple presses to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on the proper technique to press the button, but the issue persisted, leading to the decision to replace the pump.